Manufacturer narrative:
Eval results: visual inspection of the returned product showed that a haptic was torn off and missing and there was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the trailing haptic was torn during insertion. The incision was enlarged but not sutured.